Event description:
Device issue: none. Time of device issue: during the procedure. Adverse event: perforation/cardiac tamponade. Onset of adverse event: during the procedure. It was reported that a 3.5 x 28mm rx promus stent was deployed and during post dilatation of the promus, a perforation occurred. The first 4.5 x 19 mm graftmaster was deployed, but there was a residual leak and another 4.0 x 19mm graftmaster stent was deployed. However, there was still some leaking. The pt experienced cardiac tamponade which required pericardiocentesis. The physician stated that the tamponade was primarily due to the anti-coagulants used during the case, which could not be reversed. The perforation was treated with balloon inflations with a dilatation balloon catheter and took approx an hour and a half to get the bleeding to completely stop. The pt outcome was good and the pt was discharged three days later approx on (B) (6) 2010 or (B) (6) 2010. No add'l event or pt info is available. You are receiving this MDR report from abbott vascular because, (B) (4) distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
(B) (4). (B) (4). There was no reported product deficiency. Perforation and cardiac tamponade are known adverse events as listed in the promus instructions for use. Although, a conclusive cause for the reported pt effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. The 4.0 x 19 graftmaster (part 12746-19, lot 584327), and the 4.5 x 19 mm graftmaster (part 12747-19, lot 521491), are being filed under separate MFR#'s.